Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the patient went to the health care professional (hcp) for reprogramming on (B)(6) 2013. It was noted that the hcp adjusted one side from 2.3 volts to 2.35 volts. The other side was adjusted from 2.5 volts to 2.8 volts. It was noted that after adjustment the patient occasionally felt a shock, had night sleep difficulties, bradykinesia, and muscle stiffness. It was noted that there was no death or serious injury. Additional information received reported that it was unknown what brought the patient in for re-programming. It was noted that it was unobtainable if there were any diagnostic performed as the patient did not clarify. It was noted that it was unknown if any malfunctions were seen and the cause of the issue was not determined. It was noted that the patient indicated that they would be reprogrammed recently, but the date had not been decided. Additional information received reported that the patient called in again on (B)(6) 2013. It was noted that the patient was reprogrammed on (B)(6) 2013 but the left body stiffness still existed so the patient took madopar pills. It was noted that then the symptoms were controlled for one hour. It was noted that the patient would have further programming.